Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. The account indicated the product was not available to evaluate. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed that cracks were found during implantation. It was unlikely that this was just a handling issue. The surgery was performed and completed without product replacement. The sample was not available as it still remains in the patient's eye. Additional information has been requested. There are four files associated with this event. This is 1 of 4.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).